Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the device was detecting clinical ventricular tachycardia (vt) episodes as supra ventricular tachycardia (svt) episodes due to wavelet. It was discussed with the nurse on how to reprogram the device if the vt continues to be labeled as svt. The device remains in use. No patient complications have been reported as a result of this event.